Manufacturer narrative:
Patient information: (B)(6) male sid (B)(6) and (B)(6) male sid (B)(6). Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting which included replacement of the sample probe, r2 probe, r2 probe tubing, r1 mixer, and the r2 mixer. The fsr also cleaned the dirty wash nozzles and dry tip. No additional discrepant creatinine result issues were reported since the service activity was completed. The instrument service history review did not reveal any additional service tickets associated with discrepant/erratic patient results nor did it identify any service or complaint issues that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer observed falsely elevated alinity c creatinine results for two patients. The following data was provided (units of measure: umol/l): (B)(6) male patient: sid (B)(6) initial result = 848, repeats = 94 and 92. (B)(6) male patient: sid (B)(6) initial result = 1555, repeats = 42 and 42.8. No impact to patient management was reported.